Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor leaked from an unknown location. This occurred after the device was filled with 10 ml of morfin apl 20mg/ml in glucose. There was no patient involvement. No additional information is available.